Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: not indicated event description: complaint 1 of 2: (B)(4) - MFR 2027111-2023-00670. Complaint 2 of 2: (B)(4) - MFR 2027111-2023-00673. Two similar events occurred at the same facility. Related complaints are (B)(4) and (B)(4). Nurse reported that 2 retrieval systems broke and they had to use a different product. No patient injury. No response from customer after 3 attempts so expect product to not return. Original email received from customer relations on 23may2023 contained information between [name] and [name] at [facility] that was not included in complaint's event description. "I have a supply that the room reported the bag breaking twice." Intervention: used a different product to complete the case. Patient status: no patient injury

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: not indicated. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Two similar events occurred at the same facility. Related complaints are (B)(4). Nurse reported that 2 retrieval systems broke and they had to use a different product. No patient injury. No response from customer after 3 attempts so expect product to not return. Original email received from customer relations on 23may2023 contained information between [name] and [name] at [facility] that was not included in complaint's event description. "I have a supply that the room reported the bag breaking twice." Intervention: used a different product to complete the case. Patient status: no patient injury.